Manufacturer narrative:
This report is submitted on august 31, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site since implantation of the device. Subsequently, the device was explanted under a general anaesthetic on (B)(6) 2018.